Manufacturer narrative:
Product ID: 3889-28, lot# va1h3rn, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1h3rn, ubd: (B)(6) 2021, UDI#: (B)(4). Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient complained of less than 50% efficacy and discomfort with battery in pocket. Troubleshooting performed was reprogramming. Patient reported following up with physician to discuss explant. Information was received from a consumer via a manufacture representative (rep) on (B)(6). It was reported that sometimes after implant she lost improvement in symptoms. The patient saw the healthcare professional (hcp) and it was realized that lead had moved. The patient wanted the device out as opposed to a revision. It was noted the issue was resolved at the time of the report. It was noted the device was explanted on (B)(6). There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Device received but analysis had not been done yet. Once evaluation is received an analysis report would be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
Return product received.

Manufacturer narrative:
Product analysis #235413813:a nalysis information -- (B)(6) 2018 13:05:59 cst pli# 10 product ID# 3058. Below is unedited, system generated text based on the analysis finding code(s) and test results.the implantable neurostimulator (ins) passed functional testing. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. The ins output was tested at the cut end of the returned lead and good stable output was observed on all electrode pairs. Continuation of d11: product ID 3889-28 lot# va1h3rn serial# implanted: (B)(6) 2018. Explanted: (B)(6) 2018. Product type lead analysis information -- 2018-09-19 13:09:05 cst pli# 20 product ID# 3889-28 below is unedited, system generated text based on the analysis finding code(s) and test results. The lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Analysis observed the distal end of the lead was stretched. Analysis identified markings on the outer insulation of the lead which is consistent with markings from the use of a tool. The ins output was tested at the cut end of the returned lead and good stable output was observed on all electrode pairs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.